Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Manufacturer narrative:
A4 - weight: 155 a4 - weight units (patient): not provided h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they had past line-blocked event, which had not been resolved with the same cassette. Both the cassette and the full cleo 90 infusion set had been changed by pwd to resolve the issue. The supplies had not been retained for return. The operator of the device was the lay user or patient. There was no patient injury. Patient details: born on (B)(6) 2001, weighing 155, female, non-hispanic or latino, white.